Event description:
Dealer states the pwh cable has some wired pulled out of the connector on the stack side, and that those wires are touching and arcing against eachother. Dealer could not explain how this happened.